Event description:
It was reported that the patient was admitted to the hospital with recurrent acute gastrointestinal (gi) bleed on (B)(6) 2021 following a routine clinic visit. The patient reported black tarry stools with associated lightheadedness. Stat labs were obtained and revealed hemoglobin of 6.6 g/dl and hematocrit 21.9%. The patient was transfused with 1 unit of packed red blood cells. Additional labs revealed a creatinine of 1.30 mg/dl which was above the patient's baseline between 1.0 and 1.10 mg/dl. The patient was diagnosed with an acute kidney injury, likely prerenal secondary to gi bleed. On (B)(6) 2021, the patient received two units of fresh frozen plasma prior to scheduled enteroscopy. Three minutes into the first transfusion, the patient began experiencing chest pain, shortness of breath itchiness, nausea and vomiting. The patient was upgraded to the intensive care unit (ICU) as the symptoms were consistent with a transfusion reaction. Pepcid, steroid, epinephrine, and benadryl were administered. In the ICU the patient was placed on a high flow nasal cannula. The remainder of the fresh frozen plasma was not given and the enteroscopy was cancelled. The enteroscopy was initially rescheduled for (B)(6) 2021 but was deferred since the patient's hemoglobin remained stable above the transfusion threshold. As of (B)(6) 2021, the patient had not experienced any further symptoms of a transfusion reaction. A total of 3 units of packed red blood cells were administered throughout the patient's hospitalization and as of (B)(6) 2021, had been without further signs of an acute bleed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was ultimately discharged home on (B)(6) 2021 after resolution of bleeding and stabilization of blood pressures. Electrocardiogram showed no ischemia and troponin was negative.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on hm3 lvas, serial number (B)(6), until (B)(6) 2022 when the patient ultimately expired (MFR # 2916596-2022-00674). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19sep2021. The hm3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the bleeding resolved on (B)(6) 2021.